Manufacturer narrative:
Date received by manufacturer: 24sep2019. Date of report: 01oct2019. The touchscreen assembly was replaced to address the reported issue. An investigation was performed on the return touchscreen assembly and the product analysis technician reported that the root cause was due to the ul_lr and ur_ll resistance and resistance ratio being out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05july2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported touchscreen failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.